Event description:
This MDR is a duplicate of 0001526350-2023-00438. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2023-00438. The initial report was created in error and should be voided. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, h10.

Event description:
Hold for ac 5.1 it was reported that the dermatome stops at low speed. The event was out of surgery and there was no patient harm/injury reported. Due diligence is in progress for this complaint; to date there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: italy.